Event description:
It was reported the dermatome shut off unexpectedly and/or abruptly. It was initially reported there was no patient involvement for the event. Additional information was later received indicating patient involvement and impact: "I cannot say how many times the hand-piece was sterilized. I presume (we sterilize) as per the instructions provided. But this is handled by your sterilization department (phone (B)(4)/ head of sterilization). We do a prewash of the cable and the hand piece before sending the items to sterilization. We remind you that the 2 ends of the cable and the hand-piece do not come in contact with any prewash substance. The problem was detected at the beginning of the procedure. The device was in use when the issue was detected. The procedure was delayed for the time needed to change the dermatome: 7 minutes. Due to the delay, we lost 4mmx10cm of skin, which was the amount taken off before the dermatome broke down."

Manufacturer narrative:
Additional information received 29aug2016: during a call for additional information, the hospital contact ¿¿told me that following this event, the patient was unable to get his skin graft as planned and received health care until healing of the graft site. A revision surgery was required to perform a second sample to perform the skin graft to the patient." Integra has completed their internal investigation on 14sep2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: device history record reviewed for this product ID serial# (B)(4) manufactured on september 10, 2015 show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file. Trend analysis cannot be performed at this time as limited details were provided on the end users experience and the returned device meet specification. Conclusion: in summary we are unable to confirm or duplicate the end users experience. The returned unit passed all functional testing requirement.